Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The customer did not know the blood glucose reading at the time of the event. The customer stated that the device had been exposed to a strong magnetic field due to her working in a hospital. She declined troubleshooting for the issue, as well as the recommendation of replacing the insulin pump. She advised that the insulin pump was able to rewind properly after the alarm had occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.